Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed which revealed that the spike was disconnected from the drip chamber. The reported condition was verified. The cause the condition was due to an assembly issue during the manufacturing process. No functional testing was performed on this sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of vented paclitaxel set was totally disconnected from the drip chamber. This was noted during priming. There was no patient involvement. No additional information is available.